Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dissection and myocardial infarction are listed in the abbott next generation drug eluting stent 48mm, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2021 one 2.5x48 xience sierra stent was implanted in the mid left anterior descending coronary artery. After stent deployment there was a non-flow limiting dissection proximal to the implanted xience stent. Phenylephrine was administered intravenously and a bailout 2.5x15 xience sierra stent was implanted. The dissection resolved on (B)(6) 2021. After the stent procedure, the electrocardiogram showed st elevation and t-wave inversion,. There was an elevation in ck-mb labs and the patient was diagnosed with a myocardial infarction (mi). It was decided to perform a re-look angiogram which showed patent stents. No additional percutaneous intervention was performed. Two sublingual nitroglycerin was administered and the mi resolved on (B)(6) 2021. The st elevation may be related to the dissection. The diagnosis of mi was based on the st elevation, chest pain, and ck-mb elevation. No additional information was provided.